Manufacturer narrative:
Reliability analysis performed visual inspection and inspected 2 opened and used sensors and found that the sensor's cannula was damaged. The first sensor was found with a damaged contact pad, the second sensor was found with a broken cannula with the broken part was still attached to the tubing. Unable to confirm that the customer received the sensors in said condition because the customer returned them.

Event description:
The customer called in to report that the transmitter did not blink when connected to the sensor. The customer's blood glucose level was 185 mg/dl. The customer reported that the sensor cannula was bent. The customer's sensor was replaced and returned.